Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large air bubble in the luer lock. The customer's blood glucose (bg) level was 320 mg/dl and the bg level was addressed with a bolus via the pump. The customer successfully primed the tubing to remove the air to address the event.